Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 24-36 hours of pod wear while at her grandmother¿s house. Blood glucose was reported to have increased to 600 mg/dl, and the patient developed symptoms including vomiting and ketones, prompting the grandmother to seek medical attention. It was further reported that upon pod removal, insulin leakage was observed, which resulted in the pod running out of insulin, and the patient had no backup insulin available at the time. The patient was transported to the hospital and was admitted with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization included fluids and other unspecified treatment. The patient remained hospitalized until (B)(6) 2026. The pod involved was discarded and is unavailable for investigation.